Event description:
It was reported that an electrical reset occurred after the patient received radiation therapy. During the patient's follow up visit, the device was reprogrammed to previous values. The device remains in use. No patient complications have been reported as a result of the event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.